Event description:
It has been reported to the co that the shaft of the catheter separated during the procedure resulting in a surgical procedure for removal. The physician inserted the catheter into the pt and placed it in the right femoral for a routine, diagnostic coronary angiography without any difficulty. The catheter was without any manipulation. The shaft separated, and moved with the blood flow to right superficial femoral artery. The pt was sent for surgical procedure to remove the separated section.